Event description:
Reportedly, post deployment of a xience prime to treat a lesion located in the proximal left anterior descending artery with moderate tortuosity and calcification, resistance was felt during withdrawal of the stent delivery system (sds). The balloon was inflated to 3 atmospheres in an effort to free the sds; however, this was unsuccessful. The physician then manipulated the sds forward and then backwards and the sds was able to be withdrawn without further incident. The stent was post dilated with a non-compliant balloon catheter which was normal practice for this physician. There were no adverse patient effects due to the event and a clinically significant delay in procedure was not reported. The patient was doing well post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience prime stent delivery system (sds) was not returned for analysis which may have aided in the investigation and determination of cause. Difficulty removing the sds from the stent implant post-deployment may be related to many factors including, but not limited to, balloon ruptures/leaks, poor balloon refold, deflation technique, interaction of the balloon with the stent implant if the stent is not fully expanded and apposed, the balloon not being fully deflated prior to removal, damage to the stent, interaction with the patient anatomy, or resistance with the guide wire. To ensure these difficulties are not the result of manufacturing, the sds are 100% inspected for proper balloon fold configuration and damage online, and a sampling of units is destructively tested for proper balloon deflation. A conclusive cause could not be determined; however, there is no indication of a product quality deficiency. The lot history record for this product was not reviewed and a similar incident query was not performed because the lot number is unknown. The lot number is unknown because the product was not returned for analysis and the lot number was not reported.